Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the brush. In addition, we confirmed that the lg supply tubes damage, the lg supply tubes damage, the u/d knob break, the control body assy complete break, the u/d lock lever break, and the operation channel damage; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event occurred at the time of reprocessing. There was no report of patient harm. Brush stuck broken in channel.